Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2012. Approximately 7 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2012 due to osteoarthritis. Approximately 7 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. Revision op report postoperative diagnosis: foreign body synovitis, left knee with moderate poly wear of insert. The surgeon noted that the left leg showed a 3+ effusion with mild mid-range laxity. Significant synovitis noted and some nodular synovitis consistent with poly wear. The parapatellar area was noted to have the same and this was debrided. The medial and lateral gutters were also debrided with basically a total synovectomy performed. Femoral and tibial components were stable and no sign of loosening. Previously placed 9 mm poly was removed; some wear along the medial border of the post and somewhat along the medial posterior polyethylene surface. No significant breakdown noted. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5 2023531. 02-012-45-5040 - lgc tibial fit tray cem sz 5f/4t 2349510. 200-02-38 - three peg patella 38mm 2251677. Further information and/or investigation results will be provided within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.